Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley. Black char marks were also observed. The electrical continuity test passed and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure, arcing occurred during the procedure and was noted at the end of the procedure while inspecting the maryland bipolar forceps (mbf) instrument. A charred melted tip and hole burnt on the instrument was identified after the procedure was completed with no reported injury.